Event description:
The facility reported a failure code 12 that occurred on channel c. The pump was being used on a patient who was being transported for surgery to the intensive care unit. The biomedical technician reported that a patient incident report was filed. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not availalbe regarding patient demographics, status, medical intervention, patient injury, set up of pump, medication involved, or if channel c was infusing at the time of failure.